Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 395 mg/dl at the time of incident and current blood glucose 402 mg/dl. The customer¿s blood glucose level was 372 mg/dl. The customer was treated with bolus. The customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.